Event description:
It was reported that the intraocular lens (iol) was fully inserted into patient's right eye, however, was removed during the same procedure due to issue with the bag. Another lens of different model and diopter (za9003, 20.0 diopter) was used as the replacement. The original lens was discarded. No other information was provided.

Manufacturer narrative:
Patient weight and ethnicity: unknown/ asked but not available. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Initial reporter name: the full name of the reporter is unknown, only the initials (B)(6) were provided. The device was not returned for analysis as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.